Event description:
The customer's father stated that his daughter went to sleep after activating a new pod and awoke to high bg levels with large ketones. Continuously high bg's (286-499mg/dl) were experienced from the evening to the following morning hours despite having administered multiple correction boluses. As a result, the pod was removed and replaced and the customer went to the hospital. When the father removed the pod, he noted that "the needle was noticed still in the cannula" (indicating that the pod had not fired). The new pod was successful in regulating the daughter's bg levels. The suspect device will be returned for eval.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the cannula had not fired due to interference from a misaligned component. The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.